Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. MFR site eval: eval on-going.

Event description:
Country of complaint: (B)(6). (B)(4) was used under "normal rotation and pressure load", and then broke at the thin transitions of the movable shaft.